Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure was due to a defective battery one. The root cause of the defective battery one was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm which was resolved by replacing the aic. This occurred prior to connecting to the pump.